Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals (because it causes pain and irritation where the jewelry touches her skin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ heavy bleeding"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), dysuria ("dysuria"), anxiety ("anxiety"), suprapubic pain ("suprapubic pain"), nausea ("nausea") and dysmenorrhoea ("menstrual cycle significantly less painful"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, fatigue, dysuria, anxiety, suprapubic pain and nausea had resolved. At the time of the report, the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, nausea, pelvic pain and suprapubic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. She has not been tested for a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unremarkable - occlusion viewed in both tubes ultrasound pelvis - on (B)(6) 2014: due to pelvic pain and heavy bleeding complaints ultrasound scan vagina - on (B)(6) 2017: showed no masses or fibroids. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals (because it causes pain and irritation where the jewelry touches her skin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ heavy bleeding"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), dysuria ("dysuria"), anxiety ("anxiety"), suprapubic pain ("suprapubic pain"), nausea ("nausea"), dysmenorrhoea ("menstrual cycle significantly less painful") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, fatigue, dysuria, anxiety, suprapubic pain and nausea had resolved. At the time of the report, the dysmenorrhoea was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and suprapubic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. She has not been tested for a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unremarkable - occlusion viewed in both tubes. Ultrasound pelvis - on (B)(6) 2014: results: due to pelvic pain and heavy bleeding complaints. Ultrasound scan vagina - on (B)(6) 2017: results: showed no masses or fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event genital haemorrhage was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals (because it causes pain and irritation where the jewelry touches her skin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ heavy bleeding"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), dysuria ("dysuria"), anxiety ("anxiety"), suprapubic pain ("suprapubic pain"), nausea ("nausea"), dysmenorrhoea ("menstrual cycle significantly less painful") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal of essure devices). Essure was removed on (B)(6)2017. On (B)(6) 2017, the pelvic pain, abdominal pain, menorrhagia, dyspareunia, fatigue, dysuria, anxiety, suprapubic pain and nausea had resolved. At the time of the report, the dysmenorrhoea was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain and suprapubic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. She has not been tested for a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unremarkable - occlusion viewed in both tubes. Ultrasound pelvis - on (B)(6) 2014: results: due to pelvic pain and heavy bleeding complaints. Ultrasound scan vagina - on (B)(6) 2017: results: showed no masses or fibroids. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.